Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "blood leakage from the rubber sleeve was observed when the needle was retracted by pressing the button after blood collection or when the tube was replaced."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: a review of the device history record could not be completed as the batch number is unknown. 1 customer photo was received for review and analysis. The photo shows 1 bd pbbcs device appearing to have sleeve leakage in the holder; therefore, this complaint is confirmed. Bd is able to confirm the customer¿s reported failure mode, sleeve leakage, from the photo received. Based on the photo, it is difficult to determine what the root cause is. A definite root cause could not be determined without the failed physical sample. Therefore, no root cause from manufacturing was identified as a contributor.